Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary the product was not returned, however a photo was provided for review. The photo investigation revealed that 4.5 healix br anchor w/ocord was missing a broken part from the distal end to the middle of the anchor. No anomalies could be observed on the inserter. The overall complaint was confirmed as the observed condition of the 4.5 healix br anchor w/ocord would contribute to the complained device issue. Based on the investigation findings, the potential cause for the broken anchor can be traced to off axis insertion and levering during insertion. As per IFU: inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a review of the batch manufacturing records for finished lot 226l798 was conducted, and no related non-conformances were identified.

Event description:
This is report 1 of 2 for (B)(4). It was reported from (B)(6) that during a rotator cuff repair procedure, it was observed that the anchor on the 4.5 healix br anchor w/ocord device broke. Changed to another one to continue the procedure but the same problem happened again. Another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.